Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, an alleged leak was observed near the butt joint of the catheter and balloon. There was no reported retraction issues. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 9mm x 4cm balloon. The balloon did not appear to have been previously inflated. A complete circumferential outer catheter shaft break was noted at the proximal balloon glue joint. The edges of the break were examined under microscopic magnification and were observed to be jagged, likely indicating that excessive force was used. The inner polyimide was intact at this location. The catheter was kinked 18.9cm and 47.5cm from the distal tip. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house guidewire, and it passed without issue. The balloon was unable to be inflated due to the partial break in the outer catheter that would have resulted in a catheter leak. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a leak due to a complete circumferential outer catheter shaft break at the proximal balloon glue joint. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Directions for use: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, an alleged leak was observed near the butt joint of the catheter and balloon. There was no reported retraction issues. Another balloon was used to complete the procedure. There was no reported patient injury.